Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer stated that the insulin pump was not exposed to moisture. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.